Event description:
A physician reported a pt who was treated on 11/18/97 in the oral commissures. At the time of treatment the physician noted blanching on the right side of the chin below the area of injection. He applied a hot compress to the area and massaged it. A purpura had begun to develop by the time the pt's appointment was over. The pt had applied heat to the area for 1 hour and reported it appeared bruised at that time. The physician advised her to continue applying heat with a heating pad. On 11/20/97 the physician spoke to her via phone and reported that she had a painful area of ecchymosis on the right lower chin. He advised her to continue applying heat with the heating pad 2 hrs per day and to take advil if needed for pain. On 11/24/97 the physician noted an area of hematoma surrounding an ulcerated area approximately the size of a quarter. The pt reported that a clear liquid had drained from the site. The pain was gone. The physician prescribed alcohol cleansing, application of polysporin ointment, and ceftin for 7 days to prevent infection. The physician believed this was a vascular compromise that occurred at the time of injection.

Manufacturer narrative:
The physician reported that the pt was last seen on 18 june 1998 with a scar at the involved site. The pt was treated with glycolic acid peels topically.